Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a supply bag and the cassette line is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 1 of 1 on the homechoice (hc). During troubleshooting, the home patient (hp) stated that one of the supply bags was not connected properly and the line came unscrewed from the bag. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp and advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.